Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the physician noticed there was fluff on the lens, when observed under the microscope, which cannot be removed. Hence the lens was cut and removed from the eye and replaced with another lens in the same procedure.